Event description:
Related manufacturer reference number: 2017865-2021-32168. It was reported that the patient presented to the hospital for a follow-up due to dizziness. During examination of leads, it was noted that there was noise which lead to inhibition of cardiac pacing on both right atrial (ra) and right ventricular (rv) leads. The physician capped and replaced ra and rv leads on (B)(6) 2021. There were no adverse consequences to the patient. The patient is recovering from the procedure.

Event description:
New information received notes both the right atrial and right ventricular leads were fractured.

Manufacturer narrative:
Additional information: b5, h2, h6.